Manufacturer narrative:
(B)(4) reran the cdt to update the pi classification to 'initial/30-day reportable.'

Event description:
Device evaluation: the lay user/patient¿s test strips have been returned and evaluated by lifescan (lfs) product analysis with the following findings: the test strips failed testing; the reported issue was confirmed. The assay did not start during control solution tests with no assignable cause found. A secondary issue was also noted during evaluation; when the test strips were tested with control solution, an error 4 was observed. On (B)(6)2017, the reporter contacted lfs (B)(4), alleging that lay user/patient's onetouch verio2 meter was displaying the ¿apply sample¿ message. This complaint was initially ruled out because there was no indication that the product caused or contributed to an adverse event and the information obtained during the initial call did not reasonably suggest that a malfunction had occurred.